Event description:
Right atrial (ra) lead under-sensing and oversensing during atrial fibrillation (af) with rapid ventricular response noted also. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).